Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received off no power alarm. The customer stated that the insulin pump vibrated and found that the insulin pump was off. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated that the battery cap broke into half and gone missing. The customer stated that the battery was not previously used. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.